Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. See h.10.

Event description:
It was reported that 6 pegasus y 24ga x 0.75in ss prn npvc were damaged and had difficult needle disengagement during use. The following was reported by the initial reporter: "on 2020/12/22, henan university hospital respiratory medicine a ward nurse when performing transfusion treatment needed indwelling needle puncture operation, when using hui ma operation appear unable to exit the needle core, to replace the needle treatment, push when the second hui ma puncture needle core is found during catheter fracture, recently for a period of time the number of affected at about five."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 pegasus y 24ga x 0.75in ss prn npvc were damaged and had difficult needle disengagement during use. The following was reported by the initial reporter: "on (B)(6) 2020, henan university hospital respiratory medicine a ward nurse when performing transfusion treatment needed indwelling needle puncture operation, when using hui ma operation appear unable to exit the needle core, to replace the needle treatment, push when the second hui ma puncture needle core is found during catheter fracture, recently for a period of time the number of affected at about five."